Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had experienced erratic blood glucose (bg) levels as high as 600 mg/dl. It was reported that the paramedics were with the patient at the time of the call. Troubleshooting was unable to be completed and the reporter could not be reached for follow-up information. This complaint is being reported because the patient experienced a serious bg excursion of unknown cause while on the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed all required testing for delivery accuracy. The available total daily dose history indicated the pump was delivering the programmed basal rate. Unrelated to the original complaint, the display was dim/pink, and had a cracked battery compartment at the left side of the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.